Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. No lot number was provided, therefore no device history report (DHR) review could be performed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
B3: date of event, d4: lot number, expiration date, g5: 510k. And h4: manufacture date are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the inner tube was breaking. This event results in "careers" having to do a full tracheostomy change.